Event description:
Reporter indicated that patient's generator was explanted after only a few months because it wasn't working. Reporter indicated that the patient was implanted with a new generator at the time of explant. Manufacturer's records indicate that the suspected device had been implanted for approximately 40 months, indicating that the device may have simply reached normal end of service. No details were given regarding the reason that a malfunction was suspected at the time of the initial report. Return/analysis of explanted device is pending.